Event description:
Patient presented with lateral pain in her left knee. No implants were removed, but the surgeon resected a small portion of the patient's native patella.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.